Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer called in to report a button error alarm. The customer's blood glucose level was 133 mg/dl. The customer was advised that the device would be replaced. No further details were provided.

Manufacturer narrative:
The insulin pump was received with an intermittent act button response due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case on the display window corner, minor scratches on lcd window and scratched reservoir tube window.